Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures as well as failed battery test. The customer blood glucose level was 11.7 mmol/l. Troubleshooting was performed, advised the removed battery and insert new battery. Failed battery alarm occurred. The insulin pump did not pass self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures alarm (variable 3) is found in the formatted history file due to broken trace at pin 1 of (vdd) on the keypad assembly. All operating currents are within spec. And no unexpected failed battery test/battery failed or replace battery now alarms noted during testing.